Event description:
Patient presented to the physician with a non-healing surgical wound, redness, and potential infection at the chest incision. Physician prescribed oral antibiotic and antibiotic ointment.